Event description:
Pump was programmed in pca mode to deliver .5mg every 8 mins on demand. When the order was received to pc the pump it showed 6.5mg morphine (1mg/ml) delivered. The vial was found to be full and pt was complaining of pain.